Event description:
On (B)(6) 2011, the maquet service technician was installing a previously used hl20 lpc 20-120 2-pumps console (article number: 70102.8582, serial number: (B)(4)) at (B)(6). During the installation the service technician discovered two problems. The unit would not run on battery power and when plugged into the charger the indicator light only stayed lit for about 5 seconds. The right hand pump showed an "a/d converter" error message. The technician had to cycle the power for the message to go away, however the issue reoccurred three times over a period of a few days. This report is for the second issue involving the a/d converter error message. MDR # 8010762-2014-00540 was submitted for the first issue. (B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis, and resolution for the device described in this report. There is no documentation of a repair for the second issue with the pump error message. A replacement unit was delivered for the customer. (B)(4).